Event description:
Customer was riding scooter on uneven sidewalk that was bumpy and tripped unit. Customer was taken to hospital ER and diagnosed with dislocated right shoulder. Xrays were taken, patient was given pain reliever and sent home. User error - no malfunction of unit.

Manufacturer narrative:
Unit was returned per customer request.